Event description:
Additional information was received wherein the ipg was explanted and replaced, and effective therapy was established.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The reported observation that the ipg was at end of life (eol) was not confirmed. The root cause of the reported observation was not ascertained. The estimated longevity would have been 7 years +/- .25-year per ¿ 90205144, assuming 1000-ohm program impedances, and also assuming the use of the current program, for device model 3660. The total stimulation on time at the time of explant was 3.1 years, suggesting the device was experiencing normal battery depletion at the time of the observation. It was noted the device had not declared elective replacement indication (eri) or end of life (eol) prior to explant. It was noted on september 14th, 2025, the day after the observation, the device¿s battery voltage was 3.025v. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed except one impedance step which was a false failure. A system impedance test passed with all header port one impedances reading in the expected range. A review of the device¿s therapy delivery log showed program status errors occurred while the system was implanted. This could indicate lead impedance issues. It was stated in the record the lead was explanted with the ipg and replaced due to all contacts having high impedances. The ipg exhibited normal characteristics during electrical analysis.